Event description:
It was reported through a med watch form that the fiber optic cable burned a hole in pt drape and burned the pt. (Red, no blister) fiber optic cable was not attached to the scope and was just laying on the drape.

Manufacturer narrative:
The device wil not be returned for investigation. Add'l info will be provided after investigation is completed.